Event description:
The end user had just showered with the help of two people and needed help with drying. The staff tilted the ocean vip shower commode chair forward and then leaned the end user forward to wipe their back. The end user slides forward, falls to the floor and the chair falls over him. The incident resulted in the end user sustaining a distal femur fracture.

Manufacturer narrative:
Invacare was made aware of an event that occurred in sweden with an 8-year-old aquatec ocean vip shower chair. This medwatch is being filed in an abundance of caution due to the aquatec ocean ergo shower chair being sold in the us and would likely have the same outcome if this event were to occur. With the available information this event appears to be user error with no alleged malfunction of the shower chair. There was no additional anti-tip protection installed at the time of the incident and no belt or chest harness was used. The aquatec ocean vip ergo/aquatec ocean dual vip ergo user manual provides a warning, risk of tipping, ¿do not lean excessively forwards.¿